Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s representative reported that the patient¿s communicator was 'acting up' for the last couple weeks. The patient stated that the communicator would not hold a charge, and they were 'only doing 1 a day' which the agent understood to mean 1 bolus per day. The patient stated that they would charge the communicator all night and they were lucky if it reached 14%. The patient stated that they did 1 bolus this morning with 6% communicator charge. The patient stated the communicator was not worth charging anymore. Per the patient, they were seeing communicator not found right now because the communicator was already dead. The patient did not report any therapy issues. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 21-may-2021, UDI#: (B)(4), h3 ¿ analysis of the communicator found ¿micro usb charge port is loose, rattling¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.